Manufacturer narrative:
Date rec'd by MFR: 23jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit fails to power on or self power up. It was also reported that the power switch must be held down several seconds to power the unit off. There was no patient involvement.